Manufacturer narrative:
As reported, the patient was diagnosed with seroma and abdominal pain about 1.5 months post implant of the bard/davol ventralex st mesh and underwent surgical intervention. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the procedure, however, based on the information provided, no conclusions can be made. Seroma formation is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists seroma as a possible complication. Remains implanted.

Event description:
Reported per clinical trial (B)(4): on (B)(6) 2017, subject patient underwent open primary midline hernia repair (4 x 4cm) with a bard/davol ventralex st mesh placed using sutures. Fascia closure was performed; full skin closure was achieved using staples. On (B)(6) 2017, subject patient was found to have seroma on follow up appointment. On (B)(6) 2017, subject patient underwent aspiration of seroma; aspirated fluid was culture (B)(6). On (B)(6) 2019, subject patient presented with abdominal pain. CT scan showed seroma. On (B)(6) 2019, subject patient underwent surgical excision of seroma. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.